Event description:
The user reported exposed wires on the power extension cable. The unit was replaced and the user reported no adverse consequences.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable and power supply had exposed wires. The unit was powered on with a replacement power extension cable and power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was confirmed. The root cause was isolated to physical damage due to an undetermined event.

Event description:
Related manufacturer ref: (B)(4).

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023.